Event description:
A malfunction was reported on the customer's pump, causing the customer's blood glucose level to rise to 548 mg/dl, which exceeded 500 mg/dl. The customer addressed the high blood glucose by administering a correction injection using multiple daily injections (mdi) and did not require assistance from any third party. Technical support handled the situation by replacing the pump and advised the customer on steps to return the malfunctioning device and set up the new pump. The customer was informed they would receive a pump with updated software and was instructed on how to properly manage the backup therapy to ensure continuous insulin delivery.